Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced mesh erosion significant slack in the sling, bleeding, pelvic pain, recurrent incontinence and dyspareunia. A mesh removal, cystoscopy and coaptite injection were performed.